Event description:
It was reported to boston scientific corporation that a speed band superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat bleeding. The exact procedure date was unknown. During the procedure, the bands unable to deploy. The procedure was completed with another speed band superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b7 has been updated based on the additional information received on april 15, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat bleeding. The exact procedure date was unknown. During the procedure, the bands unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.